Event description:
It was reported by repair work order that the legs would not stay in the loading position and would drift down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.